Event description:
The manufacturer received information alleging a ventilator's ventilation was poor. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's ventilation was poor. The device was not in patient use. The ventilator was evaluated by the third party service center and customer's complaint was confirmed. The device's air foam inlet filter needs to be replaced due to preventive maintenance. The unit was cleaned and repaired. The device passed all the tests. Additionally, device was contaminated and in-line filter need to be replaced, which was not related to the malfunction.